Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.